Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced rewind anomaly, prime/fill anomaly, no delivery/occlusion alarm, occluded, charge/battery lasts less than expected. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk, mmt-378a, mmt-332a, mmt-7811na, mmt-7715. Troubleshooting was not performed. Customer reported, a past insulin flow blocked alarm. Customer called, with questions or concerns with charging the transmitter. Customer reported, the transmitter battery was not lasting as long as expected. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk, no product return is required for mmt-378a, no product return is required for mmt-332a, no product return is required for mmt-7811na, no product return is required for mmt-7715.

Manufacturer narrative:
Pump motor rewind being loud was noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test , force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were noted during testing. No prime/fill anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. Found no relevant no delivery alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Rewind anomaly (louder/noisy rewind) was confirmed during testing due to dried insulin on the motor slide. Prime/fill anomaly and no delivery/occlusion alarm were not confirmed during testing. Moisture damage was confirmed found on the battery tube and dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.